Event description:
The customer reported the procedure was gallbladder surgery. The patient was under the general anesthetic, 2-3 minutes before the whole tower was turned off and a new white balance test was set up. The procedure was completed with the same device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that the faulty motherboard led to the malfunction of e106 and e116. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they received error message e106 (temperature error) on the device display of the camera control unit. The issue was found during preparation for use. The procedure was not affected and there were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found error code e116 (camera control unit malfunction) due to poor contact of the motherboard. It is most likely that the issue was caused by a user handling/user mishandling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.